Event description:
It was reported that the customer had one patient who experienced high grade dlk. At 1 day post procedure, the patient underwent a flap lift and clean which did not resolve the dlk and the patient now has central toxic keratopathy (ctk). Routine post op meds prescribed were, oftaquix, pred forte. No further information was provided. Two machines were considered suspect; a separate report is being submitted for the other machine involved.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable to suspect device. Section d6b - explant date: not applicable to suspect device. Section e1 - telephone number: (B)(6). Section h3 - other (81): the laser was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.